Event description:
It was reported that this implantable lead lost slack as showed on post-op film due to suture sleeve was loose. Boston scientific technical services (ts) discussed suture sleeve pre-loaded on the lead and is not fixed nor slit. This lead remains in service. No adverse patient effects were reported.